Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: unknown inflow/vs outflow pt in cardiogenic shockspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknown inflow vs outflow. Pt in cardiogenic shockcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : thrombolysis (tpa)implant device type: lvadmalfunction device type: